Event description:
Pt is on an animas ir 1200 pump. The display screen with all medical info suddenly went blank. There were no alarms or any warnings that the pump was not working properly. The pt called the animas help line. They told pt this was a known problem. It would take 2 days to get pt a new pump. They had to be converted back to insulin shots immediately to prevent harm.